Event description:
Customer stated that the prod caused soreness in her gums, and she noticed blisters in her mouth. No medical attention was sought for this condition.

Manufacturer narrative:
No suspect sample or lot code info was provided by the consumer. Without this info, it is not possible to conduct an investigation.